Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the left ventricular (lv) lead that resulted in pacing inhibition with no asystole. Boston scientific technical services (ts) was consulted and discussed reprogramming options and recommended further evaluation. Additional information was received that reprogramming was performed. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this lv lead was deactivated. No additional adverse patient effects were reported. This lead remains in service.